Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional via product surveillance registry and it was reported that on (B)(6) 2016 the patient was taken to surgery. Upon opening the pump incision, the catheter was found to be "coiled/convoluted/occluded." The catheter was revised/spliced, the pump pocket was revised, and the pump was reprogrammed; the dose was reduced to the lowest programmable rate. The event outcome was reported as "resolved with sequelae (B)(6) 2016" with the sequelae being "postoperative pain."

Event description:
Additional information later received reported the pump check on (B)(6) 2016 confirmed a catheter occlusion. A catheter access port (cap) contrast study was performed and results were the pump was free in the pocket and the catheter was completely occluded but no obvious break. A revision or replacement was needed, however the intervention was reported as no action taken and the outcome was ongoing.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2013, product type: pump. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) via psr (product surveillance registry) regarding a patient who was receiving hydromorphone 5.0 mg/ml; 0.8574 mg/day and bupivacaine 10.0 mg/ml; 1.715 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. The programming date from the most recent refill prior to the event was (B)(6) 2015. The pump was updated (B)(6) 2015 to increase the dose 10 percent to deliver hydromorphone 5.0 mg/ml; 0.9439 mg/day and bupivacaine 10.0 mg/ml; 1.888 mg/day. The infusion mode was simple continuous and patient activation was activated. The date of the event was (B)(6) 2015. It was reported that examination on (B)(6) 2015 noted that the pump was flipped in the pocket. The catheter was kinked. The pump was manually flipped back in order to perform pump refill. The pump was interrogated and had a reservoir volume discrepancy of 7+ ml. A pump and catheter check was planned. The event was related to the device or therapy and not related to the implant procedure. The outcome was ongoing.

Event description:
Additional information received reported at the time of refill the healthcare provider noted pump was flipped in the pocket and had to be manually flipped back in order to complete refill; speculation that when pump flips it may cause catheter occlusion. On (B)(6) 2016 examination revealed the pump was floating freely in pocket; may require surgery to tack down pump. On (B)(6) 2016 examination revealed the pump flipped in pocket again and was manually flipped back in order to accomplish refill. On (B)(6) 2016 surgical intervention occurred with revision of the pump pocket. The event resulted in in-patient hospitalization. The outcome was resolved without sequelae (B)(6) 2016